Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.

Event description:
Per the treating physician on (B)(6) 2021, patient was treated on a friday with tfa, and also had concomitant polypectomy. She was treated in two ablations on a transmural fibroid. Patient had laminaria placement the day prior for cervical dilatation. And did not receive prophylactic abx. She is a resident of brooklyn and flew back east following the procedure. That following tuesday (pod #4), she noted a fever of 103° associated with leukorrhea and abdominal pain. She was referred to a pcp, who did cultures and prescribed an oral antibiotic (clindamycin) and she felt much better the following morning, but still had residual abdominal pain for several days. In follow-up today, she is described as "very much improved." She did not require admission. The clinical description is consistent with intrauterine infection (endometritis).